Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
The customer reported that the ventilator produced the "safety valve open" alarm. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The air flow sensor, overlay keypad panel and oxygen sensor were replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.